Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. There was no compromised force sensor system alarm message. The device had a slightly loose drive support disk. The insulin pump was received with a cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose reading was 74 mg/dl. Troubleshooting for the alarm on the insulin pump was performed. Customer advised that they replaced the reservoir and the device will not let them get passed the alarm. Customer advised their insulin pump fell on the carpet but nothing happened. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.